Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that therapy helped her bladder control in beginning patient had loss of symptom control , getting up 3-4 times at night. Patient increased stimulation to 3.2v, feels stimulation comfortably in bike seat. Patient also responded to the letter that was sent and started during the call that the fall they had was a longtime ago and that they did not know why they had the return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing a return of symptoms. The patient fell, and now the patient was "breaking through," having increased leaking, and back to wetting four pads per night. Before calling, the patient increased stimulation too high which resulted in pain. Later the caller reported that the patient was on program 7 at 2.6v and increased to 2.8v, the patient reported being comfortable with that setting. No further patient symptoms were reported. No further device issues were reported.